Manufacturer narrative:
Device evaluation: as received, the specimen consisted of one each jetwire gw xtra sup300-014; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates that during manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The specimen presents kinks/bends of varying severity and frequency scattered over the length of the device. The specimen presents coil displacement distally from the proximal coil to core wire joint resulting in a 0.45cm length of stretched coil wraps immediately distal of the proximal coil to core wire joint. The specimen also presents a 0.5cm length of .0260" diameter amber colored tubing lodged near the proximal limit of the distal grind region 35.8cm from the distal tip with debris visible between the tubing and wire surface under magnification. The ptfe coated shaft presents scraped ptfe with coating removal. The damage to the specimen appears consistent with manipulation against resistance. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As noted in the device instructions for use warnings: prior to use, ensure that the guidewire is compatible with the catheter or interventional device lumen. Guidewire manipulation within the vasculature should always be performed under fluoroscopic guidance. Do not advance, withdraw, or torque the guidewire against resistance as tip separation or breakage may occur. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided it appears that clinical and/or procedural factors have contributed to the event as reported. The patient information at the time of this report was reported to be unknown. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
Event description: it was reported that: they completed several passes. They were trying to put the catheter out over the wire and it appeared to be stuck on the wire. They had to remove both device and the wire together because they cannot get the device to be removed off the wire. They had completed their passes, they were just trying to remove it to then balloon. That is when they lost access. This was after the atherectomy. No complications happened to the patient. Additional information related to how the procedure was completed- the atherectomy part was done. We rewired the lesion and did balloon angioplasty.